Manufacturer narrative:
Combination product: yes.

Event description:
The patient was implanted on (B)(6) 2018. Device was working well when suddenly the pacing impedance went out of range and it gave inappropriate shocks due to noise on (B)(6) 2025. Patient was brought to the hospital and therapies were switched off. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 28th of march 2025 and 24th of november 2025 recorded an initial stable pacing impedance of 550 ohms with an abrupt increase to >3,000 ohms at the end of the recording period. Furthermore, a fluctuating shock impedance between 55 ohms and 75 ohms was recorded. No iegm episodes were provided. The episode list recorded in summary 44 shock deliveries on november 20. The provided x-ray movie was analyzed. No abnormalities were found, but due to lack in quality, it is difficult to make a definitive statement. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.